Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, visible blood was seen inside the y connector of the balloon catheter. Also, there may be a leak inside the sheath. Troubleshooting steps and procedure outcome were unknown at this time. No patient complications have been reported as a result of this event. On (B)(6) 2018: incoming information received indicated that both balloon catheter and coaxial umbilical cables were replaced, but the sheath was continued to be used, and the case was able to be completed with cryo.

Manufacturer narrative:
Event summary: the patient data files showed at least two applications were performed with catheter 2af283/31554 on the date of the event, system notice (#50002) was received indicating that the system ¿detected an electrical component failure¿ triggered in the second application. Additionally, the data files showed at least seventeen applications were performed with second catheter 2af283/31554 without any issue on the date of the event. Upon visual inspection of the balloon catheter, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for two injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The leak test was performed without any issue. Dissection and pressure test did not show any leak or blood inside the handle. In conclusion, the reported issue could not be confirmed through data analysis or through testing of the product. The balloon catheter passed the functional test as per specification. If information is provided in the future, a supplemental report will be issued.